Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event as the infusion set adhesive failed to adhere properly to the user's skin after being used for one day. No further information available.